Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump fell, causing the pump touchscreen to crack and the cartridge patient line to break. Customer's blood glucose level was approximately 220 mg/dl. The customer loaded a new cartridge and resumed insulin delivery.